Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -the video connector, video cable, and universal cord were shaken, but the endoscopic image was displayed properly. -the device was energized for about an hour, but the endoscopic image was displayed properly. -the video connector was humidified and the distal end was overheated, but the endoscopic image was displayed properly. -insulation test of the insertion section and water leakage test were performed, but there were no abnormalities. -the bending section rubber was scratched, and the adhesive fixing part of the bending section rubber was scratched and chipped. -the blade of the bending tube was broken. -there was a crack in the adhesive filling part of the image sensor. The reported event may have been caused by a temporary disconnection or short circuit at the cracked area, because there is a crack in the adhesive filling part of the image sensor. From the state of the insertion section, the crack in the adhesive filling part of the image sensor may have been caused by an unexpected load on the adhesive filling part due to a temporary disorder in the arrangement due to external stress such as being inserted and removed diagonally from the trocar. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: sorc checked the device in combination with the olympus video system center cv-190 and the light source clv-190, but could not reproduce the reported event. Sorc also could not identify any damage that could have caused the reported event. The blade of the bending tube was cut due to an external factor. The bending section rubber, the metal part at the distal end, the right/left plate, the remote switch 1, the universal cord, the video connector, the light guide connector, and the video connector case were scratched, due to external factors. The adhesive of the bending section rubber was chipped. There was looseness in the angulation fixing part of the control section. The device was returned to omsc because the reported event was not reproduced during the inspection by sorc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error b30 occurred and the endoscopic image was not displayed. Error code b30 means that the video system center cannot communicate with the endoscope.there was no report of patient injury associated with the event.the device had been sterilized in an autoclave.